Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. It was reported the patient's lv lead was found in the coronary sinus body instead of the branch, which resulted in pacing in the atrium. The lv lead was therefore programmed off. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).